Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Provider states that the right side frame is busted where the seat pan and the frame meet near the warning sticker. Provider states it looks like a screw was tightened to tight and the frame fractured around the screw.